Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab was unable to inflate properly. The customer believes this is due to a leak in the iab. The iab was replaced and therapy was continued successfully. There was no patient harm or adverse event reported.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab was unable to inflate properly. The customer believes this is due to a leak in the iab. The iab was replaced and therapy was continued successfully. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane loosely unfolded with traces of blood on the exterior of the catheter. The sheath, dilator and one-way valve were also returned separate from the iab. Flattened sections along the length of the catheter tubing were found at approximately 31.5cm & 20.8cm from the y-fitting. The one-way valve was vacuum tested and held vacuum. An underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded. The reported event cannot be confirmed by the evaluation. Even though we were unable to duplicate the reported problem, a flat catheter tubing may cause difficult inflation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint #(B)(4).

Manufacturer narrative:
Complete event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab was unable to inflate properly. The customer believes this is due to a leak in the iab. The iab was replaced, and therapy was continued successfully. There was no patient harm, or adverse event reported.